Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/perforation (uterus),"), device dislocation ("migration of the essure device-left coil seems to be extending down") and uterine obstruction ("obstruction endocervical opening") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included uterine bleeding, multigravida, parity 3, miscarriage (related to placental abruption) in (B)(6) 2006, cervical dysplasia, blood transfusion, joint swelling, chlamydia test positive in (B)(6) 2006 and gonorrhea in (B)(6) 2006. Previously administered products included for birth control: depo-provera on (B)(6) 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine obstruction (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy was done and on (B)(6) 2013, she underwent a pelvic surgery), surgery (on (B)(6) 2013, hysterectomy was done) and surgery (on (B)(6) 2013, hysterectomy was done). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, uterine obstruction, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown and the nausea and fatigue had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, uterine obstruction, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2013, pathology test revealed cervix exhibits severe squamous dysplasia (cln in); no involvement seen at those ectocervical margins examined microscopically. Inactive endometrium with metallic coils identified grossly at entrance to both fallopian tubes. Myometrium exhibits adenomyosis. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet received. Events obstructing endocervical opening, nausea, fatigue and did not undergo an essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/perforation (uterus),") and device dislocation ("migration of the essure device-left coil seems to be extending down") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, multigravida, parity 3, miscarriage (related to placental abruption) in (B)(6) 2006, cervical dysplasia, blood transfusion, joint swelling, chlamydia test positive in (B)(6) 2006 and gonorrhea in (B)(6) 2006. Previously administered products included for birth control: depo-provera on (B)(6) 2005. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2013, hysterectomy was done and on (B)(6) 2013, she underwent a pelvic surgery) and surgery (on (B)(6) 2013, hysterectomy was done). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2013, pathology test revealed cervix exhibits severe squamous dysplasia (cln in); no involvement seen at those ectocervical margins examined microscopically. Inactive endometrium with metallic coils identified grossly at entrance to both fallopian tubes. Myometrium exhibits adenomyosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New events added- dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia) and menorrhagia. Historical conditions and lab data added. On (B)(6) 2018: fup 1 and 2 processed together. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device") and device dislocation ("migration of the essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("lower quadrant pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2013, she underwent a pelvic surgery). At the time of the report, the perforation, device dislocation, pelvic pain, abdominal pain lower, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dyspareunia, pelvic pain and perforation to be related to essure (ess205). Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.